Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Contact states that where the cylinder bolts to the lower right frame the weld broke.